Event description:
On (B)(6) 2011, pt reported both the up and down arrow buttons on the infusion device are not working. Pt stated they have not been working for one year. Pt reported both buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.